Manufacturer narrative:
(B)(4). Evaluation: results: evaluation for the returned product shows when tested the alarm does not power on. The battery door is missing; the battery springs are bent and the battery contacts show corrosion. Posey instructions recommends: the use of alkaline batteries in posey fall alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause leakage resulting in no power to the alarm unit. (B)(4).

Event description:
Customer claims that during set-up, the alarm has no power. Customer tested the alarm with new batteries and a new sensor. The alarm appears to have no damage on the case nor battery compartment. There was no patient contact. Evaluation for the returned product shows that the battery springs are bent and there's corrosion on the battery contacts.